Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of capture was observed on the rv lead. Micro-perforation was suspected done via CT scan. The lead was re-positioned successfully, and no pericardial fluid was noted via echocardiogram post operation. Patient was stable.